Manufacturer narrative:
Section d8 updated section h6 evaluation codes updated method - add additional code result - remove c20 and add c13 conclusion - remove d15 and add d1102 component - remove g07003 and add g07001 this event was reported from the adverse reaction event centre of shanghai, rather than reported directly to medtronic by the customer. It was reported that during use on a patient this 980 ventilator suddenly went black and "could not be turned on normally after being connected to the power supply". The reported issue was resolved by non-medtronic personnel. The customer reported that the power cord connected to the ventilator was in poor contact, resulting in no charging and a black screen due to a low battery. To solve the issue, the customer reconnected the power cord. The unit was reported to be in working condition. No product was returned for evaluation or made available to medtronic for evaluation. The cause of the event was isolated to the power cord not attached securely by the customer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This event was reported from the adverse reaction event centre of shanghai, rather than reported directly to medtronic by the customer. It was reported that during use on a patient this 980 ventilator suddenly went black and "could not be turned on normally after being connected to the power supply". The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.